Event description:
According to the reporter, while impacting the holder to insert implant, a piece of the holder broke off and fell onto the sterile drape. The surgeon continued to use holder, and was able to complete procedure. No further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record is no longer available for review as the instrument is over 8 years old. The manufacturing evaluation noted a small piece of the spring was missing (just under the retaining screw) during the visual examination. The evaluation determined that the spring broke due to a corrosion tension crack. The investigation also concluded that the holder corresponds to the drawings and processes at the time of manufacture. The product development evaluation found that the upper leaf spring was broken at the screw clearance hole. The fracture passed through the hole. The smaller fragment was not returned. The spring continued to function on the returned device. The instrument has visible hammering marks. Laser welds for several screws were cracked. The leaf spring was secured to the handle with a screw. The spring is intended to return the implant holder to the original position. The returned device has been in use for 8 years without any complaints. The device has no additional complaints for this issue. The complaint condition could not be replicated with the returned device. The complaint is likely caused by heavy use over time. Therefore, this complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.